Manufacturer narrative:
The carpentier-edwards pericardial valve has been designed to minimize structural valve deterioration (svd). Excellent durability and low incidence of valve-related complications have been reported in the literature. Despite the low incidence of valve-related complications, it is well known bioprosthetic tissue valves can deteriorate with time and eventually fail. As noted in the literature, the rate of svd in bioprosthetic valves increases over time, particularly after the initial 7 to 8 years after implantation. Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned that this device, implanted for 13 years and five (5) months, was explanted due to a failed bioprosthetic valve. The explanted device was replaced with another edwards bioprosthetic valve. Patient also underwent cabgx2. The patient had postop atrial fibrillation and underwent unsuccessful cardioversion. EKG showed atrial fibrillation, rate controlled, with a right bundle branch block and left anterior hemiblock pattern. Temporary pacemaker wires were removed and the plan was to place the patient on anticoagulation therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the product was returned for evaluation. Customer report of calcification and host tissue was confirmed. X-ray demonstrated moderate calcification on leaflets 2 and 3, commissure 1 bent, and wireform distortion around the valve. Calcification restricted leaflet mobility and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. Leaflet 2 had a 2mm tear near commissure 2, and a 6mm tear near commissure 3. Leaflet 3 had a 4mm tear near commissure 1. Calcification was observed near the tear on leaflet 3. Serrated markings were observed at the inflow aspect of leaflet 1 near commissure 1. The wireform was exposed on commissures 1 and 3, and the sewing ring was cut near leaflet 2. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned that this device, implanted for 13 years and five (5) months, was explanted due to deterioration secondary to calcification and host tissue. The explanted device was replaced with another edwards bioprosthetic valve. Patient also underwent cabgx2. The patient had postop atrial fibrillation and underwent unsuccessful cardioversion. EKG showed atrial fibrillation, rate controlled, with a right bundle branch block and left anterior hemiblock pattern. Temporary pacemaker wires were removed and the plan was to place the patient on anticoagulation therapy.